Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: 04 sep 2008 the patient underwent the following surgeries: posterior spinal instrumentation (segmental pedicle screw fixation), l4-s1, posterior spinal fusion, l4-l5, posterior spinal fusion, l5-s1, lumbar laminectomy, l4-l5, lumbar laminectomy, l5-s1, harvesting of autogenous local bone graft to treat the following pre-op diagnosis: herniated nucleus pulposus, l4-l5, herniated nucleus pulposus, l5-s1. Per operative notes: ¿¿the bone graft fragments were then packed into the decorticated areas, taking care to place the cancellous fragments in ¿apposition¿ to the bleeding cancellous bone surfaces exposed by decortication. The autogenous bone graft was supplemented with rhbmp-2 bone morphogenetic protein-impregnated collagen sponges along with ¿morselized¿ allograft bone. The pedicle screws on each side were then connected using the instrumentation¿the patient was then awakened, extubated, and transported the recovery room in excellent condition, having tolerated the procedure without event¿¿ no other information was provided. Patient alleges unspecified injury due to the use of rhbmp-2.